Event description:
This complaint is now reportable based on the analysis completed on ((B)(6) 2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the left main coronary artery (lmca). The lesion was 80% stenosed. The physician attempted to place a taxus liberte 8 x 3.00 mm device. The lesion was predilated twice using a flextome 3.0 x 6 mm cutting balloon at 10 atms for 5 seconds. The procedure was completed using a non-bsc 4.0 x 9 mm stent. No abnormal symptoms were observed. No pt injuries or complications were reported. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 to 3 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the inflation lumen, therefore, indicating the device had been prepped for use. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation for the top assembly batch found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).